Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed and noted a crack on the sample. The device was observed to have damage at the positive stop of the minicap. An underwater pressure test was performed and bubbles were noted on the sample. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. Per the caregiver the crack was "a hair like size" crack. The caregiver stated that when they tried to put the minicap on the transfer set, they noticed that the povidine iodine leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.